Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2013. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the pacing impedance rose to 1059 ohms beginning on (B)(6) 2015 from its baseline of 408-444 ohms. Since (B)(6) 2015 there were (B)(4) open circuit paces and (B)(4) non-physiologic senses with many successful paces. Also beginning (B)(6) 2015, the capture threshold rose to greater than 2.5 volts and consistently remained there.

Event description:
It was reported that the patient's right atrial (ra) lead had high thresholds and high pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.